Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient was asymptomatic and no further information was available.

Event description:
New information received reported that programming changes were made to the device.